Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015 the patient was administered general anesthesia, the existing abutment was removed from the original fixture and a new device was implanted. The initial fixture was left in-situ.

Manufacturer narrative:
(B)(4). The implanted device remains.